Manufacturer narrative:
(B)(4). This customer reported, a failure to discharge with an error 1000 message. There was no negative impact to the patient. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
This customer reported a failure to discharge with an error 1000 message. There was no negative impact to the patient.